Manufacturer narrative:
If information is obtained that was not available at the time of the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a stratum foot plating system strm-lap-smr (stratum lapidus plate -small rt) package was found to contain an strm-lap-sml (stratum lapidus plate - small lt). The incorrect plate was discovered by a sales representative prior to the scheduled surgery. A replacement strm-lap-smr plate was obtained. There was no affect on the surgery or the patient.